Event description:
It was reported that a patient underwent an unknown spinal procedure. Approximately 2 years post-op, it ws reported that a rod was broken. The patient underwent a revision to replace the broken rod. Approximately 6 months later, a 2nd rod was reported broken. The patient will undergo a revision to "replace the rod and put iliac screws".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the rod fractures all display morphology and surface appearance consistent with comparison sample of rod cut. The above observations are consistent with rod cut with rod cutter.